Manufacturer narrative:
(B)(4). The customer provided one photo for analysis. The image shows a dilator in a clear bag with evidence of damage to the tip. A portion of the tip had separated and was retained in the bag. The customer also returned one dilator for analysis. No definite signs of use were observed. Visual and microscopic analysis confirmed that a portion of the dilator tip was separated. No widening, stretching, or evidence of significant plastic deformation was identified. Microscopic examination confirmed the damage and revealed white stress marks along the separation edges and on the outside of the tip. The separation edges were jagged and serrated in nature which may be indicative of tearing during use. Evaluation of the separated portion of the dilator revealed white stress marks and indications of a stress related fracture. No other defects or anomalies were observed. The length of the dilator from the hub to the distal tip measured 3 15/16", which is within the specification limits of 3 3/4"-4 1/4" per dilator product drawing. The inner diameter of the dilator at the distal tip could not be accurately measured due to the nature of the damage. The dilator was functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "use tissue dilator to enlarge tissue tract to the vein as required. Follow the angle of the guidewire slowly through the skin." A lab inventory 0.826 mm guide wire (measured 0.816) was threaded through the dilator and advanced through with little to no resistance. A device history record review was performed on the potential lot numbers provided by the customer. No relevant findings were identified. The IFU provided with this kit warns the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage." The customer report of dilator tip damage and separation during use was confirmed through complaint investigation of the returned sample. Visual analysis revealed that a portion of the dilator tip was separated. Microscopic examination confirmed the damage and revealed white stress marks along the separation edges and on the outside of the tip with indications of a stress related fracture. R & d engineering, clinical and medical affairs (cma), and the manufacturing team were consulted regarding this complaint. A cross-functional review of the returned sample determined that the damage observed is inconsistent with resulting from clinician use alone. The manufacturing team confirmed that they have not seen this type of damage presented on a dilator. Based on these circumstances, the root cause is undetermined; however, non-conformance was initiated to further investigate this issue at the manufacturing plant. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "during the procedure according to IFU, the md found during the insertion of the cvc catheter into the right subclavian vein, an abnormality was detected along with a 'ticking' sensation during the insertion of the dilator. After removal, the tip of the dilator was found to be broken, and the patient immediately underwent foreign body removal op. Patient condition is fine. So the md opened up the new kit to finish the procedure." Additional information received states "due to the product issue, the patient required surgical removal of the foreign object under general anesthesia, which involved intubation and sedation as part of the standard medical protocol. As a result, the patient's hospitalization was extended. No additional health consequences beyond the surgical intervention were reported." The patient's current condition is reported as "fine".

Event description:
It was reported that "during the procedure according to IFU, the md found during the insertion of the cvc catheter into the right subclavian vein, an abnormality was detected along with a 'ticking' sensation during the insertion of the dilator. After removal, the tip of the dilator was found to be broken, and the patient immediately underwent foreign body removal op. Patient condition is fine. So the md opened up the new kit to finish the procedure." Additional information received states "due to the product issue, the patient required surgical removal of the foreign object under general anesthesia, which involved intubation and sedation as part of the standard medical protocol. As a result, the patient's hospitalization was extended. No additional health consequences beyond the surgical intervention were reported." The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4)